Event description:
It was reported that the dcp accessory disconnects from a size 4cfs device when the pt coughs. The info rec'd indicated this only started occurring with use of the new ssf style. There was no reported pt injury and/or change in therapy. The involved device/accessory is reportedly available for return. As of the date on this report, the involved product has not been rec'd.